Event description:
The customer reported via phone call that she had sensor glucose versus blood glucose differences and threshold suspend on the insulin pump. The customer was advised that the sensors would replaced and agreed to return the product for analysis. The customer declined to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.